Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd tube k2edta plh 13 x 75 3.0 plblce gld the tube was discovered to be damaged. Patient had to have sample retaken. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tube. During processing. New tube taken after collection.

Event description:
It was reported that during use with a bd tube k2edta plh 13x75 3.0 plblce gld the tube was discovered to be damaged. Patient had to have sample retaken. The following information was provided by the initial reporter, translated from dutch to english: damaged tube. During processing. New tube taken after collection.

Manufacturer narrative:
Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.